Event description:
It was reported that the patient was implanted at the end of (B)(6) 2012. Last week she noticed that the patient programmer was making continuous "beeping" noises when not in use. The patient also felt that the programmer had switched her implant off on at least one occasion when not requested to do so. New batteries did not seem to resolve the issue and the programmer continued to "beep" independently. The patient also reported that a symbol requesting that she contact her physician appeared on the screen along with a symbol she could not recognize, however she spoke with her specialist nurse and the issue was resolved. It was noted that the patient's symptoms were under control. The plan was to replace the patient's programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).